Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys prolactin assay (prol) on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 1.42. The sample was repeated, resulting as 293.9. The 293.9 value was reported to the doctor. No units of measure were provided. No adverse events were alleged to have occurred with the patient. The prol reagent lot number and expiration date were asked for, but not provided. The field service engineer checked the analyzer and ran performance testing.

Manufacturer narrative:
The units of measure used for the prol assay are miu/l. The prol reagent lot number was 248615.

Manufacturer narrative:
The analyzer alarm trace showed no relevant issues on 20-mar-2018. Performance testing was within specifications. A general reagent or instrument issue could not be seen based on the provided quality control data and instrument check data. The investigation was unable to find a definitive root cause.